Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model (B)(4) implantable cardioverter defibrillator (ICD)  implanted 2011 (B)(6); model 5076 implantable pacing lead implanted 2011 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated short interval counts (sic) due to t-wave oversensing (twos). No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.